Event description:
Medical transport setting, during a cardiac arrest, the electronic etco2 monitor would not give a reading or waveform. It was reported to supervisor by report and alternate etco2 placed in truck. Alternate methods were used to confirm et tube placement and no problems developed from this event. This did not effect pt care. The equipment was pulled from service and no problems found. The staff received refresher training on the equipment and its use.